Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2002; 4524-53 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that a pocket revision was needed. The implantable pulse generator (ipg) was nearing elective replacement indicator (eri) so the physician elected to replace it at the same time. The device was explanted and replaced. No further patient complications have been reported as a result of this event.